Manufacturer narrative:
As reported by the study, this patient presented to the cardiac catherization unit for elective treatment of 2-vessel disease. Percutaneous coronary intervention (pci) was first performed on a 72% de novo lesion in the proximal left anterior descending artery (lad) of 7.18mm in length in a 2.47mm vessel diameter at a bifurcation. The (b2) eccentric lesion was focal but not calcified. Direct stenting was performed with a 3.0x18mm cypher stent at 12 atmospheres (atm). Post-dilation was conducted with a 3.0x15mm balloon at 15atm. Pci was performed next on a 59% de novo lesion in the distal right coronary artery (rca) of 12.23mm in length in a 2.72mm vessel diameter at a bifurcation. The (b2) eccentric lesion was tubular and flexed. Direct stenting was performed with a 3.5x23mm cypher stent at 14 atm followed by a 3.5x18mm cypher stent at 20 atm, proximal to the previous stent without a gap. Post-dilation was conducted with a 3.5x15mm balloon and at the atrioventricular branch (av) was ballooned with a 3.5x15mm balloon by kissing balloon technique at 12 atm. Post-dilation was also conducted at the distal end of the distal rca with a 3.5x15mm balloon at 12 atm. The residual diameter stenosis measured 14% for the proximal lad and 1% for the distal rca. Intra-vascular ultrasound (ivus) was done. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure for each lesion treated. Pre-procedure medications included aspirin 100mg/day. Intra-procedure medications included heparin 10,000 units, isosorbide dinitrate 10mg/day, aspirin 200mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 200mg/day. Post-procedure medications included isosorbide dinitrate 10mg/day, aspirin 200mg/day, ticlopidne hydrochloride 200mg/day and cilostazol 200mg/day. Eight-month follow-up coronary angiography was conducted one year later and the patient did not have any issues. Approximately two months later, the patient complained of chest pain and visited the hospital. Coronary angiography was conducted and 90% restenosis was observed at the proximal and distal end of the implanted cypher stent in the proximal lad and 99% inside of the stent in the distal rca. To treat the restenosis, plain old balloon angioplasty (poba) was conducted. The residual diameter stenosis was 0% in the proximal lad and 25% in the distal rca. The patient was in stable condition following this procedure. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three products used in the patient and associated with this event that were reported under the following manufacturing numbers 9616099-2007-00775, 9616099-2007-00776 and 9616099-2007-00777.

Event description:
Approximately two years after percutaneous coronary intervention (pci) with three cypher stents, restenosis was found in all the stents.